Event description:
It was reported to vyaire medical that the turbine of the vela ventilator was not working and the unit was giving a motor fault. There is no information of patient involvement as of this time.

Manufacturer narrative:
"Vyaire file identification: (B)(6). The suspect device/part was not returned for evaluation. Therefore, no root cause could be determined. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information was received."